Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an alert was triggered due to out of range pace impedance measurements on the right ventricular lead. The values had increase gradual over the past year. Due to the elevation of values the lead safety switch was triggered in (B)(6) 2019 and the impedance values were slightly lower in the unipolar configuration. The values had increased once again and the alert was trigged in the unipolar configuration with no noise noted. The patient was seen and will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that an alert was triggered due to out-of-range pace impedance measurements on the right ventricular lead. The values had increase gradual over the past year. Due to the elevation of values, the lead safety switch was triggered in (B)(6) 2019 and the impedance values were slightly lower in the unipolar configuration. The values had increased once again and the alert was triggered in the unipolar configuration with no noise noted. The patient was seen and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated. This report is being submitted to correct: a1: patient identifier. A2: date of birth. D6a: implant date. G1: MFR site facility name. G1: MFR site address 1. G1: MFR site city. G1: MFR site country.

Event description:
It was reported that an alert was triggered due to out of range pace impedance measurements on the right ventricular lead. The values had increase gradual over the past year. Due to the elevation of values the lead safety switch was trigger in september 2019 and the impedance values were slightly lower in the unipolar configuration. The values had increased once again and the alert was trigger in the unipolar configuration with no noise noted. The patient was seen and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.